Manufacturer narrative:
The device is still in use and will not be returned for analysis and/or evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the nim did not respond during procedure. A reaction sound occurred only twice. The procedure was completed using another product without extended time. There was no patient injury reported.

Manufacturer narrative:
Model #: 8253202, serial #: (B)(4), lot #: 205334406. Date manufacturer received: september 29, 2016. Follow-up type: additional information. Device manufacturing date: august 10, 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.